Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The product investigation could not identify a root cause for the reported complaint. Information was provided that indicated the 22.5 diopter (2.25cyl), add power +2.2 & 3.2 lens model was replaced with an unspecified non company lens. Additional information was provided that the patient¿s issues have resolved and the surgeon¿s prognosis is good. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the trailing haptic of the lens broke off during implantation. The surgeon decided to leave the lens in the patient¿s eye. Additional information received which states that the lens was exchanged with a new lens. The symptoms has been resolved. Additional information has been requested.